Event description:
Slots on sleeve were positioned 90 degrees from where they should have been. This prevented the sleeve from fitting properly with the standard line femoral component that was to be used with it. A standard line component had to be modified anti-rotation tabs were removed with midas hex in order to fit with the custom sleeve. Surgery was delayed 20-25 minutes due to problem.